Event description:
Additional information was received from the company representative. The company representative was not sure which product was the catheter serial number for the event; however, there were two other catheter products registered for the patient. The 8578 catheter was implanted on (B)(6) 2015 and the 8709 catheter was implanted on (B)(6) 2003. No further information could be obtained, as the company representative had not heard back from this patient since the first report. Refer to manufacturer report number for the catheter 3007566237-2015-03845.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown , product type: catheter (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal therapy via an implantable infusion pump. The drug being infused by the device, concomitant medications, and the patient medical history could not be obtained. The indication for use was not noted. It was reported that the patient was trying to find answers about the issue that occurred with her pump. A replacement pump was implanted on (B)(6) 2015 and the pump had not worked since she had it implanted. It was further specified that the healthcare provider (hcp) indicated that the "lead" was blocked. The hcp reportedly tried to cut back some of the catheter; however, indicated that the catheter was fully blocked. The issue was identified from the new implant. It was reported that a surgical intervention occurred; however it was unclear if the pump implant was the only surgical intervention that occurred. The hcp was trying to find a solution for the patient and the patient was trying to find information about a fully blocked lead. However, did not have any success. Regarding whether diagnostics/troubleshooting was performed, the patient indicated that the hcp had advised her of the issue. The patient was to continue to work with her hcp. The issue was not resolved, as of (B)(6) 2015. The patient status at the time of the report was "alive - no injury". Additional information was requested regarding symptoms experienced, catheter serial number, troubleshooting, actions interventions, drug/concentration/dose/lot, concomitant medications, medical history, a resolution, and diagnosis for use. Should additional information become available, a follow-up will be submitted.